Event description:
No new information (B)(4): serf (B)(4) during the surgery, during the revision of total hip prothesis: the device was broken during the plot extraction.

Manufacturer narrative:
Correction of product code in section d2b. Correction of common device name d2a. Investigation conclusion: an event regarding crack/facture involving a bi mentum peg extractor - epmp6 was reported. The reported device is an serf product. Device has not been returned. No technical investigation can be realized. Documentary investigation: - pfra90310180b of number 122680015. - no nc has been observed for the manufacturing of the batch. The end of manufacturing for this batch is 05 march 2020 according to our erp system. IFU §7 "reprocessing limits of instruments": - the life expectancy is estimated at 81 uses, equivalent to a 3-year useful life. - if a defect of function or identification is detected by a customer, the instrument shall not be used. The most probable cause is the device reaching the end of its useful life.

Event description:
(B)(4): serf (B)(6); during the surgery, during the revision of total hip prothesis: the device was broken during the plot extraction.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.